Manufacturer narrative:
Previous driveline damage is reported under MFR numbers 2916596-2022-15323; 2916596-2022-14596; 2916596-2021-00931. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the driveline had several damaged areas and was covered with rescue tape. The x-ray image provided did contain some driveline shield bending/kinking that was not affecting pump operation.

Manufacturer narrative:
Section d1 brand name: corrected . Section d4 catalog number: corrected . Section d4 lot number: corrected. Section d4 primary UDI number: corrected . No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had frequent low voltage alarms. The black power cord registered as "disconnected" on wall and the patient received a new controller on (B)(6) 2023. Log files were sent for review prior to the controller exchange, which showed low flow/pump stop/low speed advisory alarms. The log captured 6 pump stop alarms, indicating a potential issue with the percutaneous lead. The patient was ordered for a new x-ray, was asymptomatic at the time of the events, and was placed on an ungrounded patient cable. Two areas of concern were noted at the external portion of the driveline from the x-ray on (B)(6) 2023. On (B)(6) 2023, technical services performed a driveline repair, approximately 3.5 inches from the exit site. The repair was completed without any alarms and the patient remained on an ungrounded patient cable. Related MFR: 2916596-2023-08934.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned driveline confirmed wire damage that could have contributed to the reported pump stop events. Additionally, superficial outer jacket damage was confirmed through the evaluation of the returned driveline. A distal end driveline replacement was performed by an abbott technical services representative on (B)(6) 2023. Approximately 19¿ of the external portion of the driveline was returned. Tape was covering the entire length of the returned driveline. Removal of the tape revealed multiple holes in the outer jacket of the driveline. An electrical continuity test of the returned driveline, in the condition it was received, was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The driveline was carefully disassembled and microscopic inspection of the underlying wires revealed a breach in the insulation of the black wire, approximately 2.25¿ from the controller connector. Although a specific cause could not be conclusively determined, the observed damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline and abrasion against the metal shield. Examination of the remaining wire portions revealed no signs of damage to the wire insulation or the underlying conductors. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage aside from the one previously noted. If the exposed conductors of the black wire contacted the braided shield while the system was operating on a tethered power source, such as the power module with a grounded patient cable or the mobile power unit, the resulting short-to-ground could have resulted in the low speed and pump stoppage events confirmed via the submitted log files. The relevant sections of the device history records and driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage, as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.